Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the devices were not activated/did not cut. Another device was used to complete the case. There were no adverse consequences for the patient. The customer disposed of the devices.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis